Event description:
It was reported that the therapy has been running for about 5 hours and the arctic sun device was alerting 02 low flow. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c neonatal pads in place. Walked through stop therapy and empty pads. Device alerted 07 empty pads not complete x 2. Emptied pads over the trash can. Tried reconnecting using proper technique. Device primed to 0 l/m water flow rate (wfr). Stopped therapy and disconnect pads. Placed in manual control at 30c. System diagnostics showed that the outlet monitor temperature (t1) was 15.5c, outlet control temperature (t2) was 15.5c, inlet temperature (t3) was 24.9c, chiller temperature (t4) was 6.8c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -7.6psi, circulation pump command (cpc) was 0, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 3, system hours were 3590 and pump hours were 1602.4. Device alerted 41 low internal flow. Walked through disabling manual control and advised nurse to swap out to alert device. Send this one to biomed labeled 41 low internal flow. Per follow up information received via task on 02jul2026, spoke with biomed who stated they believe the pressure transducer was bad. No repairs have been made at this time. They would like a quote for preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.